Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus service center, it was found that while the cleaning brush was passed through the instrument channel of the subject device, unspecified foreign material adhered to the cleaning brush. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, but there was possibility that this phenomenon was attributed to inappropriate reprocessing by the user. Olympus stated the appropriate reprocessing in instruction manual of the subject device. If additional information becomes available, this report will be supplemented.